Event description:
Consumer called stating a small part of a brush head broke off in his mouth, and a brush head was loose. No injury was reported. Follow-up: consumer reported the brush and metal piece inside the brush got into his mouth. No injury was reported.

Manufacturer narrative:
23-may-2019 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating a small part of a brush head broke off in his mouth, and a brush head was loose. No injury was reported. Consumer reported the brush and metal piece inside the brush got into his mouth. No injury was reported.